Manufacturer narrative:
Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Additional information: the reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -14.00/0.5/103 diopter, in the patient's left eye (os) on (B)(6) 2015. Excessive vault, pupil block with elevated intraocular pressure (iop), unreactive pupil, angle closure, and post-op pain caused by elevated iop and corneal edema. The icl was explanted. No other lens was implanted. (B)(4). Corrected data: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No, lens not returned. (B)(4). Method: lens work order search. Results: a lens work order search revealed no similar complaints within the work order. Conclusions: conclusion not yet available. Evaluation is in progress (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, unknown diopter in patient's left eye (os) on (B)(6) 2015. Excessive vault, pupil block with elevated intraocular pressure and unreactive pupil was noted. The icl was explanted. No other lens was implanted. See MFR. #2023826-2015-01451 for right eye.